Event description:
It was reported that during the procedure in the obtuse marginal artery, the graftmaster stent delivery system could not advance to the perforation site due to heavy calcification and tortuosity. The perforation was surgically repaired. The condition of the patient was not provided; however, the patient did not expire. There was no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the stent delivery system (sds) or the stent implant, interactions with other devices, or accessory device support. As the product was discarded by the account, it was not returned for analysis and may have aided the investigation. However, there was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the reported incident. The lesion was also characterized as heavily tortuous and heavily calcified, which likely contributed to the reported difficulties. The failure to advance is not generally associated with a product quality deficiency and was likely related to characteristics of the lesion. The reported hemorrhage appears to be a secondary effect of the failure to advance to treat the perforation, requiring additional surgical procedure. To assure that all products perform according to specification, all stent delivery systems are 100% visually inspected for catheter damage, stent damage and proper stent placement. A sampling of units is also destructively tested to verify proper guiding catheter and guide wire movement. A review of the device history record did not reveal any nonconforming material record issues associated with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint handling database indicated no other incidents reported from this lot. Based on the investigation, there does not appear to be any indication of a product quality deficiency.